Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the integrated electrosurgical unit (iesu) erbe had a c-34 error along with issues using the monopolar curved scissors. The customer attempted using another instrument and energy cord, but the issue did not clear. The intuitive technical service engineer (tse) confirmed the reported error in the logs and asked if there was a CT scanner or a secondary esu close by. The customer confirmed that there was an esu close by but was not being used at the time. The tse had the customer move the esu away, but the issue still remained. The tse instructed the customer to power cycle the erbe, but that did not resolve the issue either. The customer confirmed that the erbe was plugged in to a dedicated power outlet. The tse advised the customer to continue the procedure with a force triad generator. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not cause any injury to the patient. The customer did check the system functionality and confirmed that there were no errors upon powering on the system. The procedure was completed with the same system and the same erbe generator, but the customer stopped using monopolar energy altogether and only used the bipolar energy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Error c-34 occurred upon starting the system. The complaint was confirmed based on failure analysis.